Manufacturer narrative:
Two (2) photos were shared by the customer, where a CT inspection of 2 item #ir-1s is observed, both of the spike looks to be crushed. One used sample #ir-1s was returned for evaluation. As received a silicone stick down was observed. No mating device was returned for evaluation. Sample was dissembled and a spike bent was confirmed in the microclave. Complaint of leaks can be confirmed based on the damage observed on the top seal. The probable cause is typical due to access with an incompatible mating device during use. The dfu states: the clave/microclave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a surplug¿ micro clear where it was reported the device leaked. The reporter stated one leakage occurred before it was connected to a line. The other occurred after the device was connected to a line. Valve returning failure was confirmed in both samples. After connecting samples to a three-way cock, liquid flowed from three-way cock. Leakage was confirmed at the top surface of both samples. CT inspection was performed to check the connectors. In both samples, the conduit was confirmed to be bent. The event was noted when connecting to a syringe. There was no serious injury/death, no blood loss, no adverse operator consequences, no unprotected chemo exposure and no medical/surgical intervention were required. The device was changed with no further problems encountered. Both claves the silicone were stuck. There was patient involvement. This report captures the second of two occurrences of leakage that occurred after the line was connected.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. (B)(6).